Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 250 mg/dl on the advantage system compared back to back with a result of 110 mg/dl on the dr's meter when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.